Event description:
On august 13, 2009, the lay patient contacted lifescan alleging that her one touch ultra meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient said the product issue first started the previous month, at approximately 9:00 am. She denied testing with another device. She said she reduced her sugar and carbs intake starting at 11:30 am. At 11:00 pm, she allegedly felt numbness and heat on her left foot, numbness in hands, and a lot sweat and anxiety. She said she drank 3 bottles of water and took an extra glyburide pill in addition to the usual one pill of glyburide she took around 9:00 pm. The cca walked the patient through resetting the meter and resolved the issue. The patient's products were replaced. This complaint is reported because, the patient alleges that the one touch ultra meter turned off during use. After the issue started, the patient took oral diabetes medication and experienced symptoms, including sweating, which can be associated with hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.